Event description:
Per the clinic, the patient experienced severe acoustic feedback with device use. Subsequently, a revision surgery was performed to determine whether the issue was related to the implant or other factors (specific date not reported). During the surgery, atypical bone anatomy was observed, and the implant had been positioned on bone suture, resulting in inadequate implant stability, possibly causing the acoustoc interference issue. The device subsequently explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report due to soft bone.